Event description:
It was reported that there was high threshold and the lead had dislodged. The physician elected to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. Blood/body fluids were found on the proximal conductor at various locations throughout the lead and on/in the helix mechanism. There was a breach of the outer insulation due to a cut. Explant damage was apparent.